Event description:
It was reported that asymptomatic patient was recently involved in a motor vehicle collision. Episodes of auto mode switch caused by right atrial lead noise were detected on a remote transmission. A sharp jump in lead impedance was also observed. Possible lead issue was noted. No further information is available.

Event description:
New information reported stated that on (B)(6) 2017 the patient was scheduled for a lead revision procedure. It was discovered that the patient was symptomatic due to lack of av synchrony. The atrial lead exhibited noise, under and over sensing and high impedance measurements. On (B)(6) 2017 the lead was successfully capped and replaced. The patient was in stable condition during and post surgery.